Manufacturer narrative:
Further review of the pump analysis was performed. The previously reported finding of the miscellaneous power on reset with an undetermined cause no longer applies to this pump analysis. The updated analysis results now indicate the miscellaneous low battery reset with an undetermined cause.

Manufacturer narrative:
Analysis of the pump revealed the pump had a miscellaneous power on reset with an undetermined cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received baclofen via an implantable pump. The type, concentration, and dose were unknown. The concomitant medications and medical history were not obtainable. On (B)(6) 2016 during normal use the pump alarmed and the system showed end of service (eos) low battery, but the expected longevity was 19 months. It was also reported that the expected battery life indicated was "10" months. The pump had switched to eos too early. In further course, the patient experienced an increase of spams and withdrawal symptoms. It was unknown if there were any environmental, external, or patient factors that might have led or contributed to the event. It was also unknown if any troubleshooting or diagnostic testing occurred. Ultimately, the device was explanted and replaced. At the time of the report, the issue was resolved and the patient's status was alive-no injury. The patient was doing well as of (B)(6) 2016.

Manufacturer narrative:
The device delivered baclofen 2000 mcg/ml at a flex dose of 550.1 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.